Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0217098v, implanted: (B)(6) 2002 product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #:(B)(4), ubd: 07-jun-2006, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient told them their lead wires broke within a year of being implanted.  No symptoms reported.   The hcp requested MRI information since the patient needed an ankle scan.  No device issues were alleged regarding the implanted neurostimulator (ins).